Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided available patient information. Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. It was noted that the customer was using third-party defibrillation electrodes. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was unable to display an ECG signal through the patient ECG leads and the paddles lead. Without this functionality the need for defibrillation therapy could not be determined. The patient did not survive, however, the customer, a health care professional confirmed that the device use did not contribute to the patient outcome.